Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No damage to the drive support cap was noted. The unit had a missing end cap sticker, a scratched display window, and cracks on the battery tube threads and reservoir tube lip.

Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis, with a blood glucose of approximately 460 mg/dl. The customer stated that she had been getting no delivery alarms prior to the hospitalization, and was vomiting. The customer changed the infusion set, but continued experiencing high blood glucose levels. The customer was also dehydrated. Troubleshooting was performed, and found that the drive support cap was flush. The unit was also missing the end cap sticker. Advised the customer that the insulin pump would be replaced. Nothing further was reported.